Event description:
It was reported by the md during a conversation with ees clinical monitor a lip burn occurred during a tonsillectomy. The md felt the problem occurred when the or staff did not assemble the blade to the appropriate handle. This resulted in the burn to the pt's mouth. No other information is available.